Event description:
The customer reported that she dropped the transformer for her pump in style breast pump, and it cracked, showing the insides.

Manufacturer narrative:
A replacement power adapter was sent to the customer. In follow up with the customer, the customer was unsure about the damage to the power adapter. She could not describe what the damage looked like, or where it was on the power adapter. She did state that the original product was being returned. However, as of the date of this report the original product has not been received. Should the original product, or additional information become available, resulting in new, changed, or corrected information, a follow up report will be filed at that time. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).